Event description:
It was reported that the monitor fell off of the flat panel monitor arm on a standard cart and allegedly struck a nurse in the head.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the monitor fell off of the flat panel monitor arm on a standard cart and allegedly struck a nurse in the head.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. A possible cause for the monitor coming off the mounting arm could be that the tension screw to the account's mounting arm was not tightened. This may have led to the monitor dislodging from the arm when being adjusted. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence and product field action 2936485-8/28/2013-002c has been initiated.